Manufacturer narrative:
E1:patient city: (B)(6) patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that patient faced infusion set tubing came apart from the site on (B)(6) 2025. The infusion set was in use for three days. No further information available.